Event description:
Device/procedure outcome: unable to use device - attempted,procedure completed via alternative method patient outcome: additional surgery event description: carotid artery access was obtained and 8f arterial sheath was sutured in place from our enroute nps kit. Reverse flow tubing was connected and carotid was clamped. The enroute 0.014 guidewire would not advance. Dr. Took an angiogram and a dissection was noted. Dr. Could not get the guidewire to pass the dissection plane and stay true lumen, therefore he elected to convert the case to cea. Patient complications: no patient complications reason for unsuccessful procedure: reverse flow connected and carotid artery clamped dissection noted upon entry of 0.014 wire and physician could not pass wire to engage lesion, so converted to cea.

Manufacturer narrative:
Complaint investigation has been completed as part of this investigation.

Event description:
Device/procedure outcome: unable to use device - attempted, procedure completed via alternative method. Patient outcome: additional surgery. Event description: carotid artery access was obtained and 8f arterial sheath was sutured in place from our enroute nps kit. Reverse flow tubing was connected and carotid was clamped. The enroute 0.014 guidewire would not advance. Dr. Took an angiogram and a dissection was noted. Dr. Could not get the guidewire to pass the dissection plane and stay true lumen, therefore he elected to convert the case to cea. Patient complications: no patient complications reason for unsuccessful procedure: reverse flow connected and carotid artery clamped dissection noted upon entry of 0.014 wire and physician could not pass wire to engage lesion, so converted to cea.